Manufacturer narrative:
G4:17feb2021. B4:03mar2021. H11:g5:k102985 h10: the field service engineer (fse) could not confirm the failure. No further evaluation was performed. The customer has decided not to repair the unit at this time. If additional information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported at the time of checking the device after use, "backup alarm failed" alarm occurred. Only the phenomenon was reported. The device was not collected. Collecting the device has not been scheduled because the device will be discarded. The unit was not in use, and there was no patient or user harm reported.